Event description:
It was reported that two non sustained right ventricular oversensing episodes due to far field p wave oversensing was observed on the implantable cardioverter defibrillator (ICD). The ICD had currently reached the elective replacement indicator (eri) unrelated to the observation and a routine generator change was expected in three months. No additional programming changes were currently recommended. This was accepted by the physician. The patient was stable.